Manufacturer narrative:
Additional information was received. The lens was explanted on (B)(6) 2016 and replaced with a model zlb00, 23.0 diopter. There was no vitrectomy or incision enlargement performed to remove the lens. The patient is doing well. The explanted lens was discarded. If explanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, is planned to be explanted from a female patient's eye on (B)(6) 2016 as the patient complained about blurry vision at a distance and near during post examination. The patient is not happy with her vision and the doctor is going to exchange the zlb00 with another multifocal lens of a different diopter to try to improve the patient vision. No further information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot not be confirmed. A manufacturing record review of the production order for this serial number was performed and no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. As a result of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.